Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead during the revision the helix was unable to be retracted. The physician elected to explant and replace the rv lead. The patient was in stable condition.